Manufacturer narrative:
During service at the manufacturer, the service technician was able to duplicate the reported hole in hose symptom, attributable to the torn hose observed during the device inspection.

Event description:
During setup for a procedure at the user facility, the device was found to have a hole in the hose. There were no adverse consequences related to this event.